Manufacturer narrative:
G4:02mar2021, b4:10mar2021. The customer replaced the user interface pcba and the power switch overlay to resolve the reported issue. The unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying a code ¿single fault failure only; all other alarm condition mitigants remain operable¿ and asked for parts ID for the ui pcba and cable. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with assistance of the remote service engineer (rse) and confirmed reported problem. The rse suggested the customer replace the power switch overlay. The customer replaced the ui pcba to resolve the reported issue. The unit passed required performance verification tests per philips standards and was put back into service.